Event description:
The manufacturer received information alleging the lcd backlight test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the third-party service technician observed the lcd screen does not display data and/or information for this device. The third-party service technician evaluated and determined that the lcd display had failed on the device. In conclusion, the device's lcd display was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front case, enclosure seal, and handle were replaced for physical damage unrelated to the reported issue. The power cord clamp was replaced for missing on the device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of display issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device's useful life according to the device's service manual.